Manufacturer narrative:
The investigation determined that imprecise gent quality control results were obtained on a vitros 5,1 fs system. The investigation determined that the microtip subsystem photometer lamp had not been replaced in over a year. The customer replaced the lamp per the manufacturer's instructions. Following the maintenance activity, the customer indicated that vitros gent and other microtip assay performance was acceptable. The root cause of this event is instrument related.

Event description:
The customer reported positively biased quality control fluid results using vitros gent reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not process pt samples using vitros gent reagent while quality control results were unacceptable. There was no report of pt harm as a result of this event. (B)(4).